Event description:
It was reported the alarming system has no audio.  The device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported. A philips remote support engineer (rse) spoke by telephone support to the nurse at the customer site who indicated they have a visual alarm, but no audible. The rse instructed the nurse to increase the sound, but the issue continued. The rse advised the customer that either the external speaker or audio card is bad. The nurse informed the rse they are taking responsibility to repair/correct the audio issue as reported. The device remains at the customer site.